Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter translated from french to english: incident in our chemotherapy preparation unit. While preparing a basket for the manufacture of a chemotherapy bag, the preparation technician noticed that the syringe was stained with brown spots. The syringe was discarded and kept for a materialovigilance declaration. Clinical consequences and current status of the patient or person involved no clinical consequences, as the defect was visible and detected before use. Actions taken within the facility device retained for manufacturer's analysis.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. One sample and two photos were provided to our quality team for investigation. Upon sample and photos evaluation, it was observed that the syringe has multiple brown spots embedded in the barrel. The condition observed is non-conforming per product specification. The potential root cause for the embedded foreign matter defect is associated with the molding process. Furthermore, a device history record review was completed for provided lot number 4214656. All visual inspections were performed as per requirement, with no quality notifications related to the complaint defect. Batch 4214656 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.